Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on reset (por) that resulted from low battery voltage. The field reported that the patient had an electrical storm, and the device had performed numerous high voltage charges in a short period of time. This resulted in the low battery voltage and subsequent por. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation was not reproduced.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. The device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal and was found in backup operation. The device was explanted and replaced. The patient was in stable condition.